Manufacturer narrative:
The investigation is ongoing. A final report will be submitted once the investigation is complete. Csi ID: (B)(4).

Event description:
A diamondback 360 coronary orbital atherectomy device (oad) was used to treat a heavily calcified right coronary artery (rca). Three low-speed treatments were performed before the crown and tip of the oad driveshaft fractured. Several small balloons were used through the guide extension catheter to snare the fractured component. After removal of the fractured component, a stent was placed to complete the procedure.

Manufacturer narrative:
The oad was returned with the guide wire engaged in the fractured distal driveshaft section. Scanning electron microscopy identified fatigue striations at the site of the driveshaft fracture. It is possible the driveshaft underwent excessive flexing near the crown due to spinning in excessive tortuosity or resistance that pushed the driveshaft into a tight bend shape. However, the exact root cause of the event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).